Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarms or bolus stopped alarms noted during testing. The trace and history files were successfully downloaded using thus. The power management graph confirmed that the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 49.0 received the lowbatteryalert (104) on 5/24/2025 22:56 after more than 7 days at 29.8 days. Battery cycle 48.0 received the lowbatteryalert (104) on 4/24/2025 19:46 after more than 7 days at 10.9 days. Battery cycle 47.0 received the lowbatteryalert (104) on 4/13/2025 20:13 after more than 7 days at 26.18 days. Additionally, there were not any insulin flow blocked alarms on or near the event date, 6/20/2025. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The diminished battery life (low battery life), insulin flow blocked alarm, and fails to give boluses (bolus stopped) complaints are not confirmed. The cosmetic damage of cracked belt clip rails is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump battery life is diminished to less than a week, and no delivery alarms. The pump fails to give boluses when it should be and the belt clip holder on the pump won't hold belt clips. The customer reported no adverse event. The event involved product(s) mmt-1715k, unomedical, and mmt-332a. Troubleshooting was not performed for the short battery lifetime. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and it's a past event. No harm requiring medical intervention was reported. No product return is required for mmt-1715k. No product return is required for unomedical. No product return is required for mmt-332a.